Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip detachment and recurrent mitral regurgitation it was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One ntr clip was successfully deployed without issues. On (B)(6) 2021, the patient returned to the hospital due to shortness of breath. Echocardiography showed the implanted clip partially detached, causing mr to increase to a grade of 4. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the slda. One ntw clip was implanted without issues. However, mr was unable to decrease and remained at a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information, a cause for the reported partial clip movement could not be determined. The reported mitral regurgitation (mr) was an effect of the reported partial clip movement. The reported dyspnea was a cascading effect of the recurrent mr. Recurrent mr and dyspnea are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case specific circumstances as an additional clip was implanted to stabilize the partially moved clip and the patient was hospitalized. There is no indication of a product issue with respect to manufacture, design or labeling.